Event description:
Reporter alleged being unable to test with the blood glucose monitoring device either due to error or confusion and having a diabetic coma. Reporter stated the alleged event happened about a year ago and a friend saw him acting funny but when trying to test with the device was unable to do so. Reporter stated paramedics were called and allegedly he was taken to the hospital where was kept on life support system for some time. Reporter did not provide values from the meter, paramedics device, or hospital. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.